Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During leak testing, the leak was discovered from the upper part of the clearlink y site. The reported condition was verified. The condition was determined to be caused by the material supplied to the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked from the connector. The leak occurred prior to use. There was no patient involvement. No additional information is available.